Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was planned to be implanted prophylactically in an endurant iis stent graft system during the endovascular treatment of a 56mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 17mm, 10mm in length with the proximal neck angulation noted at 43 degrees. It was reported during the index procedure after the endurant bifurcate was implanted, type ia endoleak was identified. 10 endoanchors were then implanted however the endoleak persisted. The investigator opted to end the procedure and the endoleak is continuing without treatment. Per the investigator there was a causal relationship of the event to the index procedure and a probable relationship to the endograft. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.